Event description:
Device 1 of 3. Refer to MFR reports 1627487-2014-21688, 1627487-2014-21687. It was reported that the pt ((B)(6) experienced pocket heating at the ipg site while charging. The pt was sent a replacement charger which did not resolve the issue. Surgical intervention will take place as the next course of action. On 8/1/2012 st jude medical neuromodulation division set field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21687, reference MFR. Report: 1627487-2014-21688. Further investigation identified the patient underwent surgery to explant and replace the reported ipg. There have been no reported issues of pocket heating since the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21687. Reference MFR. Report: 1627487-2014-21688.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned ipg revealed no anomaly. Both of the septums were clear as was the header chamber. Both header setscrews were present, properly oriented and threaded into their respective connector blocks. The unit was fully charged on the lab charging bank to 3.994v to verify the charging ability of the ipg and to enable testing using the autotester. The ipg was then tested on the automated test equipment (autotest). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the autotest passed no surface temperature testing was performed on this unit because st. Jude medical has determined that excessive heating during charging of the eon mini ipgs can occur at the pocket site when using the 3721 eon mini ipg chargers. Our investigation into this issue has shown that the 3721 chargers may transfer energy to the ipg at a rate that can cause excessive heating of the ipg or charging wand during charging, particularly when the charger is misaligned with the ipg or the ipg is implanted near the surface of the skin. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.